Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the sales representative on behalf of the customer to troubleshoot the device. Tac recommended cleaning the scope contacts with alcohol and powering off/on the unit. If the issue was confined to only one scope, then that scope will need to be sent in for repair. The sales rep asked if the buffer memory could be cleared on the otv-s190 with a keyboard and tac confirmed that it could. Tac emailed instructions on how to clear buffer memory. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer that the evis exera iii video system center displayed a b30 error when using the urf-v2 scope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: the legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was unable to be identified. The cause of the error was unknown because the device was not returned, and sufficient information was not obtained. The instructions for use (IFU) states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to section d4.